Manufacturer narrative:
B5: upon further review, it has been determined that the event is not MDR reportable. Secondary surgical intervention has not occurred, and there has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim#: (B)(4).

Manufacturer narrative:
D2b - unable to leave blank. H6- health effect- clinical code: 4581- angle closure. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault with angle closure. The lens remains implanted. Cause of the event is unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.